Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000ug/ml at 1300ug /day via an implantable pump. The indications for use were not reported. The healthcare provider reported that the patient had a motor stall and recovery on (B)(6) 2016 and another motor stall and recovery on (B)(6) 2016. The pump was again in a motor stall state and has not recovered. The healthcare provider has silenced the alarms and turned the baclofen dose down by 30%. The healthcare provider was asking if the interrogated reservoir volume reading was actual or just a calculation and it was reviewed it was a calculation. On (B)(6) 2016 the healthcare provider further reported that the patient was not taking other medications at the time of the event. There were no known "side effects" noted by the patient's father when asked if the patient had any symptoms related to the motor stalls. Troubleshooting related to the motor stalls were reported as multiple interrogations of the device without resolutions of the issue. The cause of the motor stalls had not been determined and the motor stalls had not been resolved.